Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon tears along the length of the tampon [device breakage]. Applicator is difficult to use [device difficult to use]. Tampon never unfolds [device physical property issue]. Tampon never unfolds which goes with the leaks [device ineffective]. Tampon does not unfold, difficult to remove [complication of device removal]. Case narrative: consumer reported via e-mail that applicator is difficult to use, tampon never unfolds and tears. No injury reported.

Event description:
Tampon tears along the length of the tampon [device breakage] applicator is difficult to use [device difficult to use] tampon never unfolds [device physical property issue] tampon never unfolds which goes with the leaks [device ineffective] tampon does not unfold, difficult to remove [complication of device removal] case narrative: consumer reported via e-mail that applicator is difficult to use, tampon never unfolds and tears. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.